Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/26/2014 with the following findings: the complaint was unable to be duplicated with investigation. Review of the black box revealed a no cartridge detected alarm. The pump successfully completed a prime sequence without issue or alarm. Force sensor calibration was found to be out of specification. Contamination was found on the force sensor shim. The ball bearing under the lead screw of the piston assembly was missing. The force sensor flex cable was damaged. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.